Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of corrosion at adhesive on a-rubber (bending section cover) was caused by a component failure. However, foreign material in the air water cylinder and tube also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the repair center for a separate issue. During device analysis, the repair team identified foreign material in the air water cylinder and tube additionally, corrosion at adhesive on a-rubber (bending section cover) was observed. There was no patient involvement.